Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter package was not sealed tightly and would open without force causing questions about sterility. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Device/batch history record review findings: as this complaint was a MDR, DHR review was performed on the lot number 7122830. The lot number was packaged on packaging line 9 from (B)(6) 2017 thru (B)(6) 2017, (B)(6) 2017 thru (B)(6) 2017 and (B)(6) 2017 thru (B)(6) 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Set-up and in-process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received two unused iag 18ga units in partially opened packages from the lot number; 7122830. Visual/microscopic examination: both packages were opened at the both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both variables were looked at during the investigation. The defect package seal integrity poor/questionable, stated in the description of the complaint, was confirmed with the returned unit. Even though the packages were observed to be partially opened, all the processes characteristics that directly influence the seal strength were found to be within specification. No anomalies were found. Bd was unable to determine a root cause for this incident. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.